Event description:
An altitude alarm was reported on the customer's pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support advised the customer to clean the pump's speaker holes and reset the cartridge to resume insulin, which successfully resolved the issue. The pump resumed normal operation, and the customer was given tips to prevent future altitude alarms.